Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Product event summary: the controller was not returned for evaluation. Log file analysis revealed four (4) controller power up events logged on (B)(6) 2020 on 01:48:15, on (B)(6) 2020 at 06:35:17, on (B)(6) 2020 at 00:04:47, and on (B)(6) 2020 at 07:26:32. No anomalies were observed prior to the losses of power. The controller was without power for 14 seconds, 12 seconds, 16 seconds, and 11 seconds, respectively. Review of the controller log files revealed a slight increase in power consumption beginning on (B)(6) 2020 and 9 high watt alarms logged since (B)(6) 2020. As a result, the reported events were confirmed. Additionally, 3 low flow alarms were logged since (B)(6) 2020. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical product: product ID: ddbb1d4 ICD, implanted: (B)(6) 2014, product ID: 6935m62 lead, implanted: (B)(6) 2014, product ID: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a loss of power and high watt alarms. The controller remains in use. No patient complications have been reported as a result of this event.